Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and undersensing on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.